Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report number 2916596-2018-00501. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Additionally, submitted system controller log files for evaluation appeared to show the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted for scope and work up due to gastrointestinal bleeding (gi). Anticoagulants at time of the event were aspirin and warfarin. The patient¿s log files were submitted for review and there were no unusual events reported in the file. The patient was transfused with blood. It was later reported that the patient reported to the emergency department on (B)(6) 2018 with syncopal episode. At the time of the event, the patient¿s hemoglobin (hgb) was 7.2 and hematocrit was 23.8. The patient¿s capsule study was negative therefore no source of bleeding was confirmed. The patient was transfused with red blood cells (rbc) along with tighter control of their inr and a follow up scheduled for preoperative intravenous iron therapy to correct anemia. Additional information: the patient's international normalized ratio (inr) upon admission on (B)(6) 2018 was 4.0, down from 4.2 the previous day. The patient had diverticular disease and was discharged on (B)(6) 2018 on coumadin and with plans for weekly labs for prothrombin time and inr. Ferrous sulfate, pantoprazole, vitamin b12, and heparin drip were all discontinued upon discharge. The patient had a follow-up visit on (B)(6) 2018 where hemoglobin was 12.4 and hematocrit was 38.9.